Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the reported sensor and no damage was observed. The sensor plug was properly seated. No evidence of the reported "sensor shocking" was observed. Further visual inspection of the pcba (printed circuit assembly board) was performed and no evidence of the reported "sensor shocking" was observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information - section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
Customer reported feeling an "electric shock" on their arm while wearing a freestyle libre sensor. Customer further reported that 1 minute later, they felt an electric shock a second time. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported feeling an "electric shock" on their arm while wearing a freestyle libre sensor. Customer further reported that 1 minute later, they felt an electric shock a second time. There was no report of death, serious injury, or mistreatment associated with this event.